Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator at the emergency center reported that during dressing change at home, pt was trying to cut tape/dressing and accidentally cut completely through the driveline. The pt exhibited mild heart failure symptoms. The vad coordinator instructed the pt to immediately call 911. The vad coordinator also immediately contacted the vad coordinator at the implanting center. The pt was transported to the implanting center for an emergent pump exchange. Add'l info received stated that the pt was started on 5mcg of dobutamine in the emergency room and was flown to the implanting center within 45 minutes of arrival to the emergency room.

Manufacturer narrative:
The pt remains ongoing on lvad coordinator. The vad was returned assembled with the percutaneous lead (lead) cut approx 4.5" from the pump housing during the pump exchange procedure and the severed portion of the lead was returned in two separate pieces. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. The severed portion of the lead was returned in two separate pieces: one 12.5" segment and one 21" segment. The clamshell was present around the metal connector of the 21" segment of the lead. The terminus of 21" section of the lead, approx 19" from the perc lead connector, was severed clean through consistent to the reported event. The metal braided shield of the entire percutaneous lead demonstrated normal wear for its duration of use. The pins of the metal connector were free of deformation. Electrical continuity testing of the intact sections of the percutaneous lead did not reveal any discontinuities or shorts. Examination of the device upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process and the device functioned as intended. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event.